Event description:
A surgeon placed a 7.0 maxtorque screw through a 7.0 contoured washer. The screw passed through the contoured washer, the screw was left in place, and the contoured washer was removed. Patient outcome was fine.

Manufacturer narrative:
Testing was done with this particular lot in 2006 and results indicated that a torque of 35.9 in-lbs was required to drive the screw head through the 7.0 contoured washer when inserted at a 45 degree angle (see attached report). The product spec calls for the 7.0 screw to be designed around a proper finishing torque of 11.6 in-lbs. Based on conversation with surgeon, this incident is consistent with the testing methods and results of the 2006 verification. Because the mode of failure in this case was caused by over-tightening, i.e., because "proper" surgical technique (as described in the maxtorque surgical technique) was not followed, it has been confirmed through inspection that the design of the washer was made to specified tolerances.